Event description:
Information received from the field notes that the patient was diagnosed as having a late perforation. During an attempt to reposition the lead, blood was noticed inside the outer insulation. Therefore, the lead was replaced.